Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation flow: damage. Visual inspection: the prodisc-l spreader forceps curv (part # sfw650r lot # t175197) was received at us cq. The laser weld joint (50167208) that connects the subcomponent (50167201) with the spreader got broken off from the device. No other issues were identified with the device. Device failure/defect was identified. The complaint was confirmed. The device received had broken laser joint. Hence confirming the allegation. Dimensional inspection: a dimensional inspection was not performed due to a post manufacturing damage. Document/specification review: no design discrepancy is found. Conclusion: the complaint is confirmed. Although no definitive root cause could be determined, it is possible that the device encountered unintended forces and the laser joint could have broke due to it. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided., part number: sfw650r. Lot number: t175197. Manufacturing site: (B)(4). Release to warehouse date: 24-apr-2019. A review of the device history records was performed for the finished device lot number and a nc (B)(4) was identified for this lot. The issue within the (B)(4) is regarding water monitoring samples and is not related to the issue described within this complaint. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The nc have no impact to the complaint condition. The final quality release criteria were met before this batch was released for distribution. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent for a surgery. During the surgery, the forceps was damaged. It was unknown if the surgery was completed. The patient outcome unknown. This complaint involves two (2) devices. This report is for (1)1.5mm drill bit/qc/110mm. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Customer quality investigation: the device was not returned. A photo-investigation was performed on the images. Upon visual inspection of the complaint device the complaint condition could be confirmed as the device was broken. However, a definitive assignable root cause of cannot be determined based on the available image. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Conclusion: the complaint condition could be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot a manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.